Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The ra lead was surgically abandoned and replaced. During the revision, the physician mentioned that the lead had previously been reprogrammed due to unknown observations. No further details were able to be obtained. The ra lead was tested via a pacing system analyzer and the high impedance values were confirmed to be greater than 3000 ohms. No additional adverse patient effects were reported.